Manufacturer narrative:
Additional information: d4(serial#), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the jaws were open. The reload was partially fired to the 3.5 cm cut line. The distal trs material was intact. The proximal sutures were cut. The distal sutures were both intact. The staple pushers that had been deployed were partially flush with the cartridge. The reload was connected to a pmv test adapter that was connected to a version 28 handle, and it was recognized as used. The reload was able to clamp and articulate without any issues. The reload was attached to a manual handle 0403 and was clamped on test media. The reload was able to fire the remaining staples without issues. There were 2 nicks in the knife blade, but this is typical of the trs reloads once the blade comes into contact with the sutures. Analysis of the system logs from the handle that was a part of this product event revealed that the reload partially fired due to the handle detecting an excessive load. With that information from the handle and the evidence from the reload, it could be determined that the reload was fired over thick tissue. However, it cannot be confirmed that the reload locked on tissue and was unable to straighten or retract. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially flush staple pushers and incomplete firing may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the staples were deployed on gastric tissue, the jaws of the reload locked down on the tissue after firing half way through its sequence. The surgeon was unable to activate any function of the device. Attempted to continue the firing sequence after waiting about a minute but still the device did not function. In addition, the surgeon tried to straighten the articulation of the reload and retract the I-beam on the reload but did not work. The device was rebooted by holding the two side buttons simultaneously and upon completion of the reboot the I-beam retracted automatically. When the reload and reinforcement material was retracted, half of the staples deployed and there was a portion of partially formed staples within the gastric tissue. There was also incomplete staple line at the central. The reinforcement material was still intact and the distal jaw of the reload had to be cut free with laparoscopic scissors. Additional reload was fired over the affected gastric tissue to complete the stapling. Surgical time was extended more than 30 minutes.